Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed bent pins on power port one (1) of the controller during visual inspection. The bent pins did not allow a battery to properly connect to the controller during functional testing. As a result, the reported event was confirmed. The most likely root cause of the reported bent pin on the controller can be attributed to a misalignment between the power port and battery output connector. Bent pins on controller 2.0 are currently being evaluated by an internal investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller failed visual inspection and functional testing as a result of port 1 power connector source having a bent pin (#1 and #5), and as of the date of this report the investigation in ongoing. Concomitant medical products: unk-battery unk-battery unk-battery unk-battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power port one on the controller had broken pins.  Specifically, the contact pin in the integrated battery connector for power port one was found to be bent.  The controller was exchanged.  No patient complications have been reported as a result of this event.